Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the user had been usually calibrating when the transmitter battery was empty, and that the user was not using the most current firmware. Customer care intended to advise the user to do a firmware upgrade and monitor the system performance following the upgrade, however, the user remained unresponsive to multiple communication attempts. No further investigation was possible.

Event description:
On february 24, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.